Event description:
It was reported that prior to use, the balloons on seven arterial embolectomy catheters were noted to have holes in them when inflated. It was stated that the surgeon was concerned and has a bunch of experience with these catheters, so the customer felt that it was not user error. The only troubleshooting was to get another catheter however, the tech stated that as she inflated the balloon with fluid there were multiple pin holes in the balloon. There was no patient injury. The exact date of the event is unknown. This report is for one model 120804fp catheter from lot 63600443.

Manufacturer narrative:
Our product evaluation lab received one model 120804f embolectomy catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase.